Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 100mg/dl, 150mg/dl, 158mg/dl. Tests were done within <10 minutes with a difference of 25%. Pt did not experience any adverse events. No further information has been reported. Note - customer cleaning meter incorrectly.